Event description:
In 2009, the patient reported that the previous month, she experienced an e4 (occlusion) error on her infusion device. She cleared the error by changing her infusion tubing. An hour later, the error recurred and she changed the insulin cartridge to clear the error. As a result of the errors, she experienced elevated blood glucose of 491 mg/dl at 7:00pm. She bolused 10 units of insulin and at 10:30pm, her blood glucose measured 169 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.